Event description:
Device received in batch from unknown source. No oos form or reason for explant enclosed.

Event description:
Device received in batch from unknown source. No oos form or reason for explant enclosed.